Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 0316778, medical device expiration date: 30-nov-2025, device manufacture date: 15-jan-2021; medical device lot #: 1327829 , medical device expiration date: 30-nov-2026, device manufacture date: 23-nov-2021. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications as no samples and/or photo(s) were received the investigation concluded: unconfirmed: embecta was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that the 2 bd nano¿ ultra-fine¿ pen needles no insulin flow during injection. The following information was provided by the initial reporter: consumer left voicemail reporting that there is no insulin flow.